Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was noted the impedance increased from 480 ohms to greater than 2,500 ohms in one day. The device had switched to unipolar configuration due to the high impedance measurements. The patient's rhythm was supported without issue in this configuration. The physician elected to keep the device in unipolar and no additional changes to the system will be made. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.